Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated lithium results while using the architect c8000 analyzer. The customer provided the following data for 2 patients: (sid) (B)(6): (B)(6) 2014: initial 2.210 mmol/l, retests 0.540 and 0.528 mmol/l; (sid) (B)(6): (B)(6) 2014: initial 0.710 mmol/l, retests 1.791 and 0.719 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.